Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal / my removal is thursday') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("minor ache around my navel / healing pain"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain and flatulence. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. New event gas and reporter information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('back and abdominal area is very painful') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("minor ache around my navel / healing pain"), flatulence ("gas pain"), back pain ("back and abdominal area is very painful"), abdominal distension ("ebelly") and tooth disorder ("front tooth had to be pulled also have a half tooth that will have to be surgically removed as well"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain, procedural pain, flatulence, back pain, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, flatulence, procedural pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain, flatulence, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : reporter added. Event added- tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('back and abdominal area is very painful') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("minor ache around my navel / healing pain"), flatulence ("gas pain"), back pain ("back and abdominal area is very painful"), abdominal distension ("ebelly"), tooth disorder ("front tooth had to be pulled also have a half tooth that will have to be surgically removed as well") and pelvic pain ("pelvic pain"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain, procedural pain, flatulence, back pain, abdominal distension, tooth disorder and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, flatulence, pelvic pain, procedural pain and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain, flatulence, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event pelvic pain added new reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('back and abdominal area is very painful') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("minor ache around my navel / healing pain"), flatulence ("gas pain"), back pain ("back and abdominal area is very painful") and abdominal distension ("ebelly"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the abdominal pain, procedural pain, flatulence, back pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, flatulence and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain, flatulence, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received: event device removal / my removal is thursday was updated to back and abdominal area is very painful. Event back pain, e-belly and gas pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('minor ache around my navel / healing pain') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the procedural pain outcome was unknown. The reporter considered procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.